Manufacturer narrative:
E.1. Phone number: (B)(6).

Event description:
Healthcare professional reported rupture of left side. Device has been explanted.

Event description:
Healthcare professional reported rupture of left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.